Manufacturer narrative:
The exams were reviewed by technical services. There were multiple exams that were not to protocol. The ones that were to protocol did not have the registrations available. Without knowing what exams were used and without seeing the registration it was not possible to determine if the exams played a role in the inaccuracy. The area sales manager confirmed that the system is working fine. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The instructions for use (IFU) that accompanies the device contains guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging.

Manufacturer narrative:
Software investigation has not been completed. - no parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection, near completion of the procedure, the surgeon alleged being 5-10 millimeters inaccurate inferior to the tumor on the left temporal lobe. The site used the tracer registration and was deemed accurate after patient registration. The exams were a computed tomography (CT) merged with an magnetic resonance imaging (mr) that had a head holder in it. The medtronic representative stated being unable to completely threshold out the head-holder. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.